Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, 3 drill bits broke whilst pre-drilling through a cutting guide. Those was not inspected before use, but 4th drill bit was inspected prior to use and found damaged. It was unknown if the surgery completed successfully. There was no fragment generated. There were no patient consequences are reported. This complaint involves four (4) devices. This report is for (1) 1.5 db/stryker j-ltch 12 stop/44.5. This report is 3 of 3 (B)(4).